Event description:
The customer reported experiencing low blood glucose. Troubleshooting was performed. The customer treated her low blood glucose. The basals and boluses matched the daily totals. The status screen for units left matched to insulin left in the reservoir. Advised the customer to contact her doctor to discuss why she may be high one day and extremely low the next. The customer stated that her husband would take her to the ER, and she would disconnect the insulin pump until she is able to see a doctor or if her glucose level goes higher. Several attempts were done to get more info on her admission, but there was no answer. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.